Event description:
Boston scientific received information that the patient presented to the clinic in (B)(6) 2011 for an inappropriate shock. The shocks were delivered for a fast heart rate that exceeded the programmed rate cut-off. The device was reprogrammed from a single shock zone to dual zone programming. No adverse patient effects were reported. Additional information was received that the device was explanted in early (B)(6) 2015 for normal battery depletion. The device was returned for laboratory analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified tool marks on the device casing. Functional shock testing was conducted and did not pass due to the depleted battery. The device was disassembled adn detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapd internal cell depletion, where implemented in 2011. This device was manufactured prior to implementation of the corrective action. The allegation of inappropriate shock was not confirmed and was addressed through device programming at the time of the event.